Event description:
It was reported that the pump cartridge was not fitting properly, as it was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect the pump and the pneumatic tap area, and upon finding no damage or debris, was able to continue with the loading process.